Manufacturer narrative:
A trumpf medical sales representative accompanying the trial was able to properly position the table through the service mode and the operation was successfully completed. The affected table was removed from the facility and returned to trumpf medical for further investigation. A follow-up report will be submitted if new pertinent information becomes available.

Event description:
Prior to an operation, a ts7500 table top was transferred to the operating table column with the patient on top. Once the transfer was complete, no functions were available on the operating table.

Manufacturer narrative:
The affected operating table column and operating table top were returned to trumpf medical for investigation. The described error could not be reproduced. The evaluation of the log files of the operating table and further investigations revealed an error in the software. The software will be updated to address the identified error and the revised software will be released in the series production. The current failure rate is within the acceptable failure rate according to the risk analysis. Further actions have been determined as not necessary at this time.